Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump was not delivering insulin overnight and the patient has been waking up with blood glucose (bg) levels around 500mg/dl. No signs or symptoms of hyperglycemia were reported. The reporter did not mention how the elevated bgs were treated. The pump was unavailable for troubleshooting at the time of initial contact. No further information is available at this time. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related the pump not delivering as expected.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2013 at 9:41am. A review of the black box indicated that unacknowledged call service alarms had occurred on (B)(6) 2013 at 02:13am and at 09:25am. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on appropriately to the verify screen with functional auditory and vibratory features. The pump was successfully primed and exercised for 24 hours with no delivery interruptions occurring. The pump passed delivery accuracy testing and was found to be operating within required specifications. The pump was successfully paired with a test meter, and advanced boluses were successfully delivered and were accurately recorded in the pump history. No defect was found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.